Event description:
During a reverse shoulder arthroplasty performed on july 19th, 2022, a glenoid fracture occurred when inserting the tt augm.360 baseplate #s-r+2mm (product code 1375.15.522, lot number 2126657 - sterilization 2200070). The patient was a small female, 80 years old. The surgeon was able to seat the baseplate and fix it with screws despite the fracture. The surgeon reviewed the pre-operative CT and suspected that the guide pin followed a different path from the desired one. Based on the actual guide pin path, the surgeon thought there was very little bone for the smr glenoid peg tt small-r #m (product code 1375.14.652, lot number 2206806- sterilization 2200113); indeed, when the peg was inserted, it pushed out the posterior aspect of the vault. Due to the fracture, the surgery was prolonged by 5 minutes, and it was completed successfully. However, according to the complaint source, the surgeon needs to monitor the patient closely over the next several weeks, for checking the healing. The event occurred in us.

Manufacturer narrative:
Checking the manufacturing records for the lot number 2126657 and lot number 2206806 involved, no pre-existing anomaly was found, that could have contributed to the event. This is the first and only complaint received on the lot number 2126657 and lot number 2206806 involved. We will submit a final MDR as soon as the investigation is completed.

Manufacturer narrative:
Checking the manufacturing records for the lot number 2126657 and lot number 2206806 involved, no pre-existing anomaly was found, that could have contributed to the event. This is the first and only complaint received on the lot number 2126657 and lot number 2206806 involved. X ray analysis one preoperative x ray (date unknown) and one post operative x ray (date unknown) were provided along with available data and evaluated by a medical expert/consultant. His evaluation "the surgeon experienced a little deviation from the plan, nothing unusual as the intraoperative orientation is limited based on the limited exposure of identifiable surgical landmarks. The surgeon successfully solved the issue of the intraop glenoid fracture, the postop radiograph looks fine to me, this is all fateful events and surgical issues, no implant related problem here. No additional details were available on this intra-operative issue, based on the information received, considering the facts: · checking the manufacturing charts of the involved lot #, no pre-existing anomalies were found. · medical experts' evaluation results "this is all fateful events and surgical issues, no implant related problem here." We can suppose this issue is not implant related. Pms: according to limacorporate pms data, revision rate of smr glenoid peg tt small-r #m, commercial code 1375.14.xxx for bone fracture is 0.031%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a final MDR.

Event description:
During a reverse shoulder arthroplasty performed on (B)(6) 2022, a glenoid fracture occurred when inserting the tt augm.360 baseplate #s-r+2mm (product code 1375.15.522, lot number 2126657 - sterilization 2200070). The patient was a small female, 80 years old. The surgeon was able to seat the baseplate and fix it with screws despite the fracture. The surgeon reviewed the pre-operative CT and suspected that the guide pin followed a different path from the desired one. Based on the actual guide pin path, the surgeon thought there was very little bone for the smr glenoid peg tt small-r #m (product code 1375.14.652, lot number 2206806- sterilization 2200113); indeed, when the peg was inserted, it pushed out the posterior aspect of the vault. Due to the fracture, the surgery was prolonged by 5 minutes, and it was completed successfully. However, according to the complaint source, the surgeon needs to monitor the patient closely over the next several weeks, for checking the healing. The event occurred in us.